Event description:
It was reported that the charging kit for the ilet did not function and the clip was not on the pump, leading to an inability to charge the device until a replacement charging kit was provided, which resolved the issue. Symptoms included no adverse clinical effects and no changes in blood glucose levels. Outcomes included no impact on therapy continuity or clinical status. Investigation included user troubleshooting and technical support assessment. Investigation of this case revealed a defective charging kit that prevented charging, confirmed when the replacement kit successfully charged the device. It was concluded that the event was attributable to a faulty charging accessory, and the pump functioned as intended once charged with the replacement. Thank you for your attention to this matter.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.